Event description:
On (B)(6) 2014, a reporter contacted animas alleging that their meter remote was emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 10/23/2014. Device evaluation: the device has been returned to animas and evaluated on 10/07/2014 with the following findings: the meter powered up normally and was paired successfully with a pump. There were no beeping or errors duplicated during testing. No call service alarms were observed in the meter'a history. The reported malfunction could not be duplicated.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.